Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence as there device was no longer working properly. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician reported the device lost fluid over time but there were no holes found. The patient fully recovered, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400023, serial number: n/a, batch/lot number: 553047002, model/catalog description: balloon fgs 51-60 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 589119011, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of non-functional device and fluid loss were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Manufacturer narrative:
Model number/catalog number: 72400023, serial number: n/a, batch/lot number: 553047002, model/catalog description: balloon fgs 51-60 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 589119011, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device experienced recurring incontinence. A surgical procedure was performed during which the device was explanted and replaced. Upon explant, the physician reported the device lost fluid over time but there were no holes found. The patient fully recovered, and there were no patient complications reported.